Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial/batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial/batch (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 21381972.

Event description:
It was reported that one of the patients spinal cord stimulation lumbar leads became superficial. The patient underwent a revision procedure in which the physician made a small incision and re-buried the lead. No devices were implanted or explanted. There were no patient complications and the patient is expected to fully recover.